Event description:
It was reported that the lead exhibited increasing impedance to high levels over time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited increasing impedance to high levels over time. It was further reported that the lead exhibited increasing thresholds as well. The lead was capped and replaced. No patient complications have been reported as a result of this event.